Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. Customer's blood glucose was 161 mg/dl. The customer relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.